Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not boot. However, when moved and rebooted an unknown error was noted on c-arm. There was no report of patient injury.